Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag motor stopped functioning. The event occurred while patient was in intensive care. The motor was not registering revolutions, although it was indicating flow. The nurse moved the motor cable, and the motor resumed operation. The same event occurred several hours later. Upon physical inspection of the motor, the cable was found to be severely deteriorated, which could be the cause of the associated malfunctions. The motor was exchanged on (B)(6) 2025 and removed from the client site to be sent for repair. There were no patient consequences and no log files available. The patient was stable.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.